Event description:
It was reported that the patient received a new pump approximately two hourse earlier; the manufacturer's representative was calling to review the calculations. The pump reservoir was filled with 5 mg/ml morphine and 2.5 mg/ml bupivacaine. The dose was programmed to 0.3mg/day. The hcp also wanted an additional therapeutic bolus dose of 0.075mg. The total device volume for the priming bolus was determined to be 0.391ml (0.192ml for the catheter and 0.199ml for the pump tubing. By mistake, 0.075mg was added to 0.391ml and a single bolus dose of 0.466mg was programmed to infuse over 30 minutes. The volume of drug that actually infused was only 0.0932ml and the remaining volume of 0.2978ml was left unprimed. Based on these calculations it was determined that it would take a minimum of 119 hours, or five days to fill the remaining catheter volume with drug. The patient's pump contained morphine and bupivacaine. The manufacturer's representative stated that they would contact the surgery center and see if the patient was still there, as well as contact the hcp about the delay in therapy for the patient and see if he would like to correct the patient's pump programming so that the patient would receive therapy sooner. No patient symptoms or outcome was reported.